Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while the surgeon was inserting a viper cortical fix screw, the navlock screwdriver tip broke inside of the screw head. The screw was retrieved by putting a small rod into the head and ¿helicoptering¿ it out of the patient. A new screw was inserted without further issue. The surgery was completed successfully with 2 minutes of surgical delay. There was no patient consequence, and no fragments were generated. No further information is available. This report involves one navigation enabled instruments expedium driver - shaft t20 5.5. This is report 1 of 1 for (B)(4).